Event description:
It was reported by the aci clinical specialist that a (B)(6) patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the balloon ruptured during pull back and the device pulled through the sheath. The patient was converted to 25 minutes of manual compressions, at which time hemostasis was achieved. The patient was noted as stable. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4.5 mm from balloon proximal tip. The review of the lhr (lot f1303902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.